Manufacturer narrative:
The user facility requested olympus to investigate the cause of the problem because error e01 occurred and no water came out from the water supply/circulation nozzle during reprocessing. Error e01 means that filling the tub with water takes too long (water supply time is too long). The user facility also reported that when the air in the water filter housing was drained, the pressure was released vigorously and then it operated normally. The device was not returned to any of olympus locations. Error e01 occurred, but the issue was resolved by draining the air from the water filter housing, so it may have been caused by the following causes: air entered the water pipe of the user facility, and the air accumulated in the water filter housing. There was insufficient air discharge immediately after replacing the water filter. There was a gap for air to enter in the pipeline from the water supply/circulation nozzle of the device to the water filter housing. Since the issue was resolved by draining the air, there may be places where air enters the water supply piping in the device or in the user facility. Omsc recommended to the user facility to check for air ingress and entrainment, tighten pipelines, and replace parts. In addition, from the information provided, it was found that the water filter was replaced at a pace of once every six months to one year. Therefore, it is possible that e01 occurred because the water supply time became longer because the water filter was clogged and it became difficult for tap water to drain. It is possible that e01 was resolved because the pressure was applied to the inside of the case due to the clogging of the water filter and the pressure was released when the air was drained. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found from all reprocessing records stored in the device provided by the user facility that the user facility did not disinfect the water supply piping. In addition, the user facility did not change the water filter about once a month, but once every six months to a year. There was no report of patient injury associated with the event.